Event description:
A power source alert was reported by the caller. Blood glucose level did not exceed 500 mg/dl. The issue was resolved by leaving the wall adapter plugged into a working outlet, and the pump began charging, requiring no further assistance.